Manufacturer narrative:
The quality investigation did not reveal any quality related issues with the complaint sample or with the lot in question that would have contributed to the reported incident. Additionally, a review of ae complaint data did not reveal any significant risk associated with this type of complaint. No adverse trend was observed. The date of this submission is (B)(4) 2010. This is a non-us event; the event occurred in (B)(6). This closes out this report unless additional, significant info is received.

Event description:
Report received from (B)(6) consumer for a (B)(6). The floss got stuck in the tooth and when the consumer tried to remove it his tooth was pulled out. The reporter stated that the floss "looks thicker". Sample was received for quality investigation and testing. The consumer consulted with a hcp. No details were provided regarding the type of hcp (i.e., dentist/physician, etc.), treatment received/planned and outcome, or any dental issues with the tooth that may have existed at the time of the incident.